Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, bowel problems, recurrence, emotional distress and a product problem. The plaintiff also experienced stress urinary incontinence with sphincter disorder, pelvic prolapse and urinary frequency. The plaintiff had a revision surgery. The mesh was partially explanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR# 2183959-2015-00484.